Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege pt suffers from constant pain in the area of his right hip and has difficulty moving, ambulating, and sitting.